Event description:
Pt underwent inguinal and palatine tonsilectomy and at the end of the procedure, it was noted that one of the three wires of the wand was broken. Pt was admitted to the hospital overnight to be closely monitored for any post-operative complications. He was subsequently discharged on (B)(6) 2017.